Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a micro-puncture wire guide was used to insert a central venous catheter through the femoral vein. After the procedure, a foreign body was found on the abdomen flat image near the site of the procedure. Reportedly the tip remains in the patients body. Additional information has been requested, however it was not provided at the time of this report.

Manufacturer narrative:
Patient's age was reported as (B)(6); units were not specified. The patient was reported as an infant. A review of the documentation, specifications, and quality control was conducted during the investigation. The product was not returned and no photos of the complaint device are available. The device is not expected to be returned. Since no lot number information is available, the review of the work orders and search for non-conformances could not be performed. Based on the described event, it is reasonable to infer that the wire guide tip caught on the introducing needle and forces beyond that intended for product use was used to remove the guide. Affixed to the wire guide protective shipping tube is a caution label cautioning against such technique. No definitive conclusion could be confirmed. Monitoring will be conducted for similar complaints. Per the quality engineering risk assessment no further action is required.